Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 29 and 30) occurred during the load sequence. The customer's blood glucose was 200 mg/dl. Tandem technical support instructed the customer to monitor system performance.